Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe upper and lower abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B40021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptives nos. Concurrent conditions included body mass index normal (22.138). Concomitant products included antacids and gabapentin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced depression ("depression"). In (B)(6) 2017, the patient experienced procedural pain ("painful post-operative recovery"), migraine ("migraines / headaches"), nausea ("nausea") and gastrooesophageal reflux disease ("gerd"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("reoccurring urinary tract infections"), menorrhagia ("severe menstrual bleeding/ abnormal bleeding (menorrhagia)"), dyschezia ("painful bowel movements"), vaginal infection ("vaginal infection") with vaginal discharge, vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection: bladder"), renal pain ("kidney pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (surgery to remove the essure device/(total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, nausea, renal pain and feeling abnormal had resolved, the abdominal pain, urinary tract infection, dysmenorrhoea, dyschezia, vaginal infection and procedural pain was resolving and the depression, cystitis, migraine, tooth disorder, dyspareunia, fatigue, gastrooesophageal reflux disease and weight increased outcome was unknown. The reporter considered abdominal pain, cystitis, depression, dyschezia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, procedural pain, renal pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: as per pfs, implant date also reported as (B)(6) 2013 and explant date as (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Ultrasound scan vagina - in (B)(6) 2015: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-mar-2019: pfs received : lot number was added. Lab data was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe upper and lower abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptives nos. Concurrent conditions included body mass index normal (22.138). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), procedural pain ("painful post-operative recovery"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection: bladder "), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gerd") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), urinary tract infection ("reoccurring urinary tract infections"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("severe menstrual bleeding"), dyschezia ("painful bowel movements"), vaginal infection ("vaginal infection") with vaginal discharge, renal pain ("kidney pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (surgery to remove the essure device/(total hysterectomy (uterus and cervix removed)) and surgery (surgery to remove the essure device/(total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, vaginal haemorrhage, cystitis, migraine, tooth disorder, dyspareunia, fatigue, gastrooesophageal reflux disease and weight increased outcome was unknown, the abdominal pain, urinary tract infection, dysmenorrhoea, menorrhagia, dyschezia, vaginal infection and procedural pain was resolving and the genital haemorrhage, nausea, renal pain and feeling abnormal had resolved. The reporter considered abdominal pain, cystitis, depression, dyschezia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, procedural pain, renal pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: as per pfs, implant date also reported as (B)(6) 2013 and explant date as (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Ultrasound scan vagina - in (B)(6) 2015: essure confirmation test done. Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet and medical records were received. New reporter added. Patient demographic added. Essure indication updated added. New events abnormal bleeding (general), abnormal bleeding (vaginal), depression, infection : bladder , migraines / headaches, nausea, dental problems, dyspareunia (painful sexual intercourse), fatigue, gerd, brain fog, pain, kidney pain and weight gain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe upper and lower abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptives nos. Concurrent conditions included body mass index normal (22.138). Concomitant products included antacids and gabapentin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). In may 2015, the patient experienced depression ("depression"). In august 2017, the patient experienced procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea") and gastrooesophageal reflux disease ("gerd"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("reoccurring urinary tract infections"), menorrhagia ("severe menstrual bleeding/ abnormal bleeding (menorrhagia)"), dyschezia ("painful bowel movements"), vaginal infection ("vaginal infection") with vaginal discharge, cystitis ("infection: bladder"), renal pain ("kidney pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (surgery to remove the essure device/(total hysterectomy (uterus and cervix removed)) and surgery (surgery to remove the essure device/(total hysterectomy (uterus and cervix removed)). Essure was removed on 24-sep-2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, nausea, renal pain and feeling abnormal had resolved, the abdominal pain, urinary tract infection, dysmenorrhoea, dyschezia, vaginal infection and procedural pain was resolving and the depression, cystitis, migraine, tooth disorder, dyspareunia, fatigue, gastrooesophageal reflux disease and weight increased outcome was unknown. The reporter considered abdominal pain, cystitis, depression, dyschezia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, procedural pain, renal pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: as per pfs, implant date also reported as 28-sep-2013 and explant date as aug-2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Ultrasound scan vagina - in october 2015: essure confirmation test done most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Concomitant medications added. Outcome for event pain, abnormal bleeding (vaginal) and severe menstrual bleeding /abnormal bleeding (menorrhagia) was updated to recovered. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe upper and lower abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), urinary tract infection ("reoccurring urinary tract infections"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("severe menstrual bleeding"), dyschezia ("painful bowel movements") and vaginal infection ("vaginal infection") with vaginal discharge. The patient was treated with surgery (surgery to remove the essure device). Essure was removed in (B)(6) 2017. In (B)(6) 2017, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the abdominal pain, urinary tract infection, dysmenorrhoea, menorrhagia, dyschezia, vaginal infection and procedural pain was resolving. The reporter considered abdominal pain, dyschezia, dysmenorrhoea, menorrhagia, procedural pain, urinary tract infection and vaginal infection to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.